Event description:
The event involved a unspecified chemolock spike where it was reported the device leaked. It was stated by the registered nurse (rn) that at the time of hanging the chemo no leakage was observed at that time. When the infusion finished the rn noticed drops leaking from the top of the bag. Pharmacy looked at the device with the rn and it was suspected the leak was coming from the chemo lock spike penetrating the bag. Nothing dropped on the patient or staff. The rest of the left-over infusion was switched to a new bag. Doctor and nursing supervisor were notified. There was no patient or clinician who was adversely affected or exposed to hazardous drug. All these pieces were handled per facility hazardous spill protocol, which included discarding the sets. There was patient involvement and no human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.